Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range of over 2000 ohms, that has been increasing gradually since a year ago. Technical services reviewed the case and stated the intrinsic amplitude has decreased and the capture threshold has increased. Troubleshooting options were discussed. Additional information was received, the patient will continue to be monitored. No noise noted with isometrics and no other noise noted on device. Sensing and threshold remained constant. No other impedance change other than the previously noted. This rv lead remained in service. Eventually, this rv lead was surgically abandoned and replaced. Reportedly, the patient's tachy therapy was turned off before the replacement procedure took place, as the patient felt anxious due to fear of inappropriate shocks. The physician advised against such measures but the patient insisted and refused to leave the hospital until his device was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range of over 2000 ohms, that has been increasing gradually since a year ago. Technical services reviewed the case and stated the intrinsic amplitude has decreased and the capture threshold has increased. Troubleshooting options were discussed. Additional information was received, the patient will continue to be monitored. No noise noted with isometrics and no other noise noted on device. Sensing and threshold remained constant. No other impedance change other than the previously noted. This rv lead remains in service and no adverse patient effects were reported.